Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tip did not open and close during a surgery. The surgery was completed without patient impact.

Manufacturer narrative:
The sample was received with inner blister, outer blister and without cover foil. The sample shows no macroscopic signs of damage. The sample was functionally tested with the op laser. A dsp forceps was used as an essay. The surgical laser recognized the device. During the investigation, the sample was tested with the foot switch and also with different programs. The device was fully functional. The customer's complaint was not confirmed. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).